Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp had an electrical failure #50. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: d4 (version or model #, catalog # and UDI), d5, g2 getinge field service engineer (fse) replaced pcb motor controller board (0671-00-0004). After replacing machine was observed for half and hour and found to be working ok. It was returned back to the customer and spare parts were taken back.